Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that b30 error occurs when an abnormality occurs in the communication between the endoscope and the processor. The event can be detected/prevented by following the instructions for use which state: (instructions cv-190 chapter 9 troubleshooting 9.2 troubleshooting guide) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source experienced scope communication error code b30, multiple scopes were tried and worked on other towers. The issue was found during preparation for use in an unspecified procedure. There was no patient harm reported as a result of this event.